Event description:
Resident was being transferred from her wheelchair to bed. The aide connected the sling to the lift, raised the resident up off the wheelchair, removed the wheelchair and the left leg clip detached causing the resident to fall on the floor. There was no injuries reported, took to the ER for a precaution. (B)(4).